Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device intermittently inappropriately shut down. Complainant indicated that the clinician obtained another battery to continue treating the patient and the same occurred. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2022-02587 for a similar event reported from the same customer.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was not verified. The device was put through extensive testing using known good batteries without duplicating the report. Review of the device log showed a low voltage shutdown on the reported event date. Battery related error "battery communication failure "and battery advisory message "battery calibration required" were also seen in the log. This would have prevented the device from knowing the battery status accurately, which would have prevented any low battery warnings. The log showed no indication the battery communication failure and battery calibration required messages were a result of a device malfunction. This report has concluded that the device meet specification and that the user needs to revisit batery management practices to ensure the best possible result while the device is in clinical use with ac unavailable. Analysis of reports of this type has not identified an increase in trend.